Event description:
I had ultherapy done and it damaged my knees and caused fat and volume loss in my face. It also damaged my tissues. My face is twisting up on one side and now my teeth are suddenly changing. I have had a lot of mental and emotional effects as well, which can be verified by medical records. I have also not b een able to sleep, and that has affected and magnified previous conditions I had. This device will burn fat cells and they will not come back. So this is permanent damage. I cannot get the doctor who did this to respond or provide any of the documentation either. There are so many women now that have had their faces damaged by this device. How and why it was ever approved absolutely astounds me. I trusted the doctor . People trust the FDA. You need to pull this and any other device like it off the market. If this is the same as ultrasound waves, those kill fish in the ocean. How can anyone use this on their face? Especially even close or around the eyes? My eyes wer so damaged, I had to get surgery on them.